Event description:
Pics pt (B) (6) was treated on (B) (6) 2009 and a 24 hour post treatment CT scan revealed small hemorrhagic infarctions in the body of the caudate nucleus and the posterior aspect of the putamen and globus pallidus on the left side. This event is captured in the edc. The coordinator reports "the cause of this hemorrhagic infarction is unk. Multiple devices used include penumbra, merci concentric device, hyperglide balloon, and gateway balloon, in addition to tpa." This event was reported as "possibly" related to the study device. In a follow-up the physician explained that hemorrhagic evolution of the infarction is common and some blood is often seen after the use of merci. This pt also experienced normocytic anemia which is reported as having a "possible" relationship to the study device, and a headache with an "uncertain" relationship to the study device a couple days later.